Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor could not be interrogated. The patient did not experience any adverse consequences. No further information was available.

Event description:
New information received on (B)(4) 2018 indicated that a firmware download was performed to resolve the interrogation issue.